Manufacturer narrative:
A manufacturing record review was completed and zero nonconformance's were found. A returned product evaluation was also completed and confirmed the complaint received. Two indents were found in the proximal shaft/distal hub of the sheath, consistent with tubing pinch during hub molding. The unit was flushed and found to leak, confirming the unit had holes in the side of the sheath where the indents were located. A non-conformance was initiated to further investigate the complaint received and document any applicable corrections.

Event description:
Micropuncture sheath was inserted into right arm fistula. Contrast was injected into micropuncture sheath. Contrast squirted out of hole in sheath, where the tube meets the hub.